Manufacturer narrative:
A ge rep evaluated the system and replaced the power cord. System operates as intended.

Event description:
The customer reported the power cable connector is intermittently disconnecting. No pt injury was reported.